Manufacturer narrative:
PMA/510(k): na. This product is manufactured in the u.s. But not marketed in the u.s work order search: no additional similar complaint type events within associated lots were found. (B)(4). This is a resubmission of the initial MDR per FDA request.

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens -6.0/+4.0/+150 diopter, in the patient's left eye (os) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to low vault and lens rotation. The lens was exchanged for a longer lens and the problem was resolved.